Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, edwards sapien xt transcatheter heart valve - PMA p130009, or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors not provided (gender, age, medical history) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: henri lu, stephane fournier, jegaruban namasivayam, christian roguelov, enrico ferrari, eric eeckhout, pierre monney, piergiorgio tozzi, carlo marcucci, olivier muller, matthias kirsch, transapical approach versus transcervical approach for transcatheter aortic valve replacement: a retrospective monocentric study, interactive cardiovascular and thoracic surgery, volume 31, issue 6, december 2020, pages 781-788, https://doi.org/10.1093/icvts/ivaa202. This is one of five manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), and through an article, 'transapical approach versus transcervical approach for transcatheter aortic valve replacement: a retrospective monocentric study', between november 2008 and march 2020, 127 transapical (ta)tavr procedures and 49 transcervical (tc)tavr procedures were performed. Balloon-expandable transcatheter heart valves of the edwards sapien family were used. Post valve implant, strokes occurred in 4 patients. Information regarding actions taken was not provided.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06027, manufacturer report no: 2015691-2021-06032, manufacturer report no: 2015691-2021-06091, manufacturer report no: 2015691-2021-06088, manufacturer report no: 2015691-2021-06089.